Manufacturer narrative:
Hvad pump (B)(4) was not returned for evaluation. Review of the manufacturing documentation, DHR review, confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed the rise in power consumption. However, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. After review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined for the reported event of high power, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information was provided. A heparin infusion was initiated and flows and ldh decreased and stabilized. The patient was bridged back to oral coumadin. The last report received indicates that the patient was discharged on (B)(6) 2015. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Log file analysis review date: 09/28/2015, dated through 09/17/2015 - 09/28/2015: normal power consumption. Additional notes: 2 vad disconnect alarms have been logged on (B)(4) on (B)(6) 2015 at 09:05:21 and (B)(6) 2015 at 11:50:28. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that this patient experienced a rise in lactate dehydrogenase (ldh) levels and a noticeable flow increase ten days post hvad implantation. Log files analysis revealed a rise in power consumption beginning (B)(6) 2015. The clinical engineer reported that "the patient was borderline between the normal and abnormal high power consumption range at 2580 rpm's." A heparin infusion was initiated. The last report received indicates that the patient remains hospitalized. Investigation is ongoing.